Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a4, b1, b5, b6, b7, and h6. Investigation the following allegations have been investigated: fear and anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported fear and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on 18sep2014 due to limb swelling and deep vein thrombosis with inability to anticoagulate. The patient alleges tilt and vena cava perforation. The patient further alleges fear and anxiety.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Initial reporter occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook günther tulip filter on (B)(6) 2014." Additional information received: patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein. Per an implant report from (B)(6) 2014; "under direct ultrasound guidance access was gained into the right internal jugular vein and a 5 french pigtail catheter was advanced to the inferior vena cava using a bentson wire." "The filter was advanced, positioned, and deployed under fluoroscopic guidance with the tip at the confluence of the renal veins." ¿findings: the inferior vena cava was less than 28mm in diameter. There was no inferior vena cava thrombus. Impression: inferior vena cavogram demonstrating no inferior vena cava thrombus. Infrarenal inferior vena cava filter placement.¿ per a report from computed tomography on (B)(6) 2019; ¿there is an ivc filter in place. It is in good position with the tip of the filter at the level of the lowest renal vein on the right. The filter is tilted with the tip lying along the posterior wall of the ivc. There is angulation of approximately 8 degrees. There are 3 legs which appear to be outside the ivc filter in the retroperitoneal fat.¿